Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the pt underwent a coronary artery bypass graft procedure. The index procedure treated the proximal rca (right coronary artery) and 1st diagonal. The 90% stenosed, 4.0x10mm proximal rca lesion was treated with predilation using a 3.0x8mm balloon inflated to 14atm, deployment of a 3.5x12mm taxus express2 stent at 14atm, and post dilation with a 4.0x6mm balloon inflated to 10atm resulting in 0% residual stenosis. The 90% stenosed, 2.5x10mm 1st diagonal lesion was treated with predilation using a 2.0x12mm balloon inflated to 18atm and deployment of a 2.5x16mm taxus express2 stent at 12atm resulting in 0% residual stenosis. In 2009, the pt was admitted for coronary angiography which showed 75% stenosis of the left main coronary artery (lmca). Three months later, the pt underwent a coronary artery bypass of the lmca. The pt was discharged 22 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.